Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "29 mg/dl, 76 mg/dl and 34 mg/dl,141 mg/dl", each tests were performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014).the lay user/patient¿s test strips have been returned on 06/18/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition, a secondary issue was noted when the test strip enzyme was found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.